Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon found no tears or holes in the balloon material however, blood was visible in the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the site of the distal markerband. A microscopic examination of the balloon material and markerband identified no issues which could potentially have contributed to the pinhole leak. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A 0.014-inch size guidewire was inserted through the tip and wire lumen with no resistance. The device was advanced through a 5 french size guide catheter. The guide catheter used by the customer was not returned. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, this device was unable to cross into a non-boston scientific guide extension catheter and a balloon rupture was noted during delivery. The procedure was completed with a different device. There was no patient injury.